Event description:
Customer reported broken open door sensor. Broken sensor was found during biomed testing. No patient involvement has been reported at this time. Pump will be sent to baxter's repair center for evaluation.